Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported to technical support (ts) that a fluid leak occurred during their treatment. Prior to discovering the fluid leak, an ¿m31 air detected in cassette¿ alarm occurred during fill 5 of 7. The patient¿s treatment was reportedly discontinued. When the cycler door was opened to remove the cassette, fluid was observed leaking out. When the patient informed ts of the fluid leak, they were advised to discontinue use of the cycler and a replacement cycler was issued to the patient. No visible damage was found on the cassette. Upon follow-up, it was reported the patient completed their treatment by performing manual pd exchanges. It was confirmed the patient was trained to perform stat drains, as well as manual pd therapy if necessary. The patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. The patient¿s replacement cycler was received, and the old cycler was scheduled to be returned for evaluation. The cycler set was not available for evaluation as it was reportedly discarded.